Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm during prime. Customer's ketones were rising. Customer's blood glucose was 500 mg/dl. Customer's mother reported the infusion set did not come with a needle guard. After troubleshooting, customer was advised the infusion sets will be replaced. Customer will not be returning the device for analysis.